Event description:
The patient's mother reported that her daughter activated the pod at 9:52 pm, on (B)(6). The only history reported for (B)(6) was a blood glucose measurement of 354 mg/dl, at 8:25 pm, with a 10 unit correction bolus. On (B)(6), her bg measured "high" (>500 mg/dl), at 4:39 pm, 5:45 pm and 9:27 pm; 10 unit correction boluses were given at 4:40 pm, 5:45 pm and 9:27 pm. She was checked into the emergency room on (B)(6) and started on an IV, but the pod was also left on. They are also giving her 5 unit insulin injections every four hours. The hospital has not had her eating or taking in fluids. The mother also reported that the hospital is saying that the site was not absorbing insulin. When the pod the patient was wearing at admission expired after the usual three days, it was removed and discarded; a new one was activated. At the time of the mother's call on (B)(6), the patient was in the ICU and expected to go home on (B)(6).

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No qualification records were reviewed since no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "'low' or 'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by our healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours ( a total of 4 hours), replace the pod," and "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed. Also check whenever your blood glucose has been running unusually high or low."